Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer stated that he was having problems with the 8015, when he powered up the 8015 and try to program it, the 8015 was giving him the error code of 120.4610. I explain to the customer that he probably would have to change the battery or the battery harness. I also explain to the customer that if the battery harness looks good then try and replace the battery. I also explain to the customer that if this doesn't work then he would need to replace the power supply board. I first asked the customer did he have another battery that he could try? The customer said yes he replaced the battery and that cleared the error code. Issue resolved. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he probably would have to change the battery or the battery harness. I also explain to the customer that if the battery harness looks good then try and replace the battery. I also explain to the customer that if this doesn't work then he would need to replace the power supply board. I first asked the customer did he have another battery that he could try? The customer said yes he replaced the battery and that cleared the error code. Issue resolved.